Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve, after passing umbilical access, the seal of the device broke and the device begins to leak. The surgeon used another device to resolve the issue. There was no patient injury.